Manufacturer narrative:
The surgeon reported the issue: complete system removal due to lead erosion and chronic seroma of the generator pocket. No new system was implanted at that time, the provider and patient will decide after healing if a new system will be implanted. The device was not returned for analysis.

Event description:
The surgeon reported the issue: complete system removal due to lead erosion and chronic seroma of the generator pocket. No new system was implanted at that time, the provider and patient will decide after healing if a new system will be implanted.